Event description:
The customer reported that when pressed, the buttons on his serter were not releasing at the same time. Customer stated that this issue began approximately six months prior to the call. The customer stated that this problem with the serter has caused site issues on his body including blood at the site. The customer declined to provide additional information on any site issues and declined troubleshooting for the set. Blood glucose level at the time of the incident was not provided. The customer also reported that approximately four to five years prior to the call, he was hospitalized with diabetic ketoacidosis. Customer declined to provide any additional information regarding the hospitalization. Blood glucose level at the time of the call was not provided. The customer was advised that the serter would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened quick serter was inspected for locking and proper operation. An insertion test was performed using a new lab quick set onto rubber skin. The quick-serter passed per specification. The quick-set locked and inserted in place properly. Both trigger buttons released properly.